Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. These cases were reported during the (B)(6). (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that a capio slim device was used on a transvaginal mesh procedure on an unknown date between (B)(6) 2014 to (B)(6) 2016. According to the complainant, the patient experienced severe pain for one to two months post- procedure. The patients took pain medication to treat the pain. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.